Manufacturer narrative:
Section b5: correction. The information regarding bleeding that occurred on (B)(6) 2021 was previously investigated and reported under manufacturer report number 2916596-2021-03416. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a sternal wound debridement and osteomyelitis. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa) on (B)(6) 2021. The patient's hemoglobin and hematocrit (h&h) was low on (B)(6) 2021 and the patient received 3 units of blood. The patient was taken to the operating room for incision and drainage with wound vacuum-assisted closure (vac) placement. The patient was put on vancomycin for 6 weeks (end date (B)(6) 2021), followed by a transition to doxycycline. The patient was discharged on (B)(6) 2021.